Event description:
It was reported that the lead dislodged. It was also noted that there was a kink on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.